Event description:
It was reported that the patient's device was making a tone for about three weeks before it could be determined where the noise was coming from. Follow up with the physician's office noted that there was a patient alert triggered for high impedance on the svc coil and intervention was performed to fix it. It was also noted that the hvb coil triggered a patient alert for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.